Event description:
It was reported that the pump alarmed and exhibited error code 1610. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed cracked to the rear housing and the upstream sensor was contaminated by fluid ingression. The tamper seal was not broken. Reviewed of the event history log (ehl) showed error 1610 and service due message. The device was powered on and a functional test was performed and the reported issue was duplicated. Multiple error codes of 1610 and service due messages were found in the event history logs. The most probable root cause was the microprocessor unit board. As a result, the microprocessor unit board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.